Event description:
Customer fused a CT and mr together in fastplan then exported the fused image series to eclipse. The neurosurgeon drew contours of the brain anatomy on the mr in eclipse. The physicist recognized the mr was mirrored incorrectly with respect to the CT. He went back to fastplan and saw that mr display showed incorrect orientation in the mlc export application. However, in immerge, the mr was displayed correctly. Customer believes fastplan changed the mr orientation between immerge fusion and export. No serious injury has been reported.

Manufacturer narrative:
Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, should potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.